Manufacturer narrative:
The complainant notified the company that the wing lock pedicle screwdriver's threads disintegrated during surgery. The driver was inspected by the company and the damage was confirmed by the complaint coordinator. Functionality testing could not be performed due to the extent of the damage. The driver shows signs of repeated use. The damage to the threads could have been caused by over-torquing the handle attached to the driver. A DHR review was performed and no manufacturing anomalies were identified and the device met the required specifications.

Event description:
The complainant notified the company that the wing lock pedicle screwdriver's thread disintegrated during surgery. There are no known patient complications.